Event description:
The customer reported that the system would not emit x-rays when the pedal was pressed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and tested the system. No additional service information was provided.